Event description:
The dealer reported that during the surgery, the item broke.

Manufacturer narrative:
Device received and investigation has begun. A f/u report will be submitted with investigation results.